Event description:
It was reported the proximal radiopaque marker moved down the catheter shaft during a graft lysing procedure. The catheter was removed and a second unit was used to successfully complete the procedure with no patient complications. Co's follow up indicated that resistance was encountered during this procedure and the unit may have become snagged on calcification.the device was received, evaluated and retained by the manufacturer. The engineering evaluation indicated the catheter was scratched and the shaft appeared slightly stretched. Microscopic examination revealed sufficient adhesive residue remaining at the proximal swage location of the shaft.co's follow up indicated the catheter was used to lyse a graft. Post-operative scarring and/or lesions in both the proximal and distal aspects of a graft may contribute to difficult access. Also, it was indicated, resistance was encountered during the procedure. Scratches were noted on the catheter surface which is indicative of contact with a sharp external source. Therefore, the co. Believes the occluded graft, as well as continual exertion against resistance, contributed to this event and does not attribute it to the device.co's directions for use state: "do not advance if resistance is met without first determining the cause of resistance under fluoroscopy and taking the necessary remedial action."